Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to software corruption. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. (B)(4).

Event description:
A health professional initially reported that an adc meter didn't work when switching on with the buttons or with test strip insertion. In addition, they reported the batteries were changed and installed correctly. The product was returned and investigated. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.